Manufacturer narrative:
Please see MFR # 3012307300-2018-02490 and 3012307300-2018-02491 for related device incidents.

Event description:
It was reported that a user facility had difficulty starting an IV due to the needle appearing dull and the catheter not advancing. No patient injury was reported.